Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) over 600 mg/dl; cause was not known. Customer received an incomplete bolus alert and afterward successfully delivered a bolus. Bg was 537 mg/dl. Manual insulin injections were delivered to address elevated bg. Pump system check was performed with tandem technical support and pump was found to be functioning properly. Recommendation was made for customer to discuss event with their healthcare provider.